Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps clamp got stuck without grabbing tissue. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the information provided is as specified by the hospital. The clamp did not open its jaws, but there was no tissue caught, so it did not cause any harm to the patient. And it was removed.